Event description:
Customer reported via phone, she was released from the hospital and she initially hospitalized for low blood glucose. Customer declined troubleshooting and only requested assistance with getting a new transmitter and sending her the insulin pump back. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.